Event description:
The intraocular lens was removed and replaced due to the patient's failure to adapt to the multifocality of the lens. The patient recovered without complication.

Manufacturer narrative:
Lens not received for analysis. Device was not received by the manufacturer for evaluation. The lens met all devices manufacturing specifications prior to release. Halos and glare are a known and labeled possible side effect of multifocal lens implant.